Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made mistake/ touch contamination and peritonitis (B)(6) in a patient (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date the patient made a mistake/touch contamination. In (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was reported as patient made mistake/ touch contamination. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient had recovered from the peritonitis. Pd therapies were ongoing. The nurse stated that the events of peritonitis and touch contamination were not related to dianeal and extraneal therapies and did not comment on the event or outcome of patient made mistake/ touch contamination.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd879916 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.